Event description:
During follow-up with the customer, they reported a heart transplant patient death several days after a therapeutic plasma exchange (tpe) procedure. Acd-a and ns (normal saline) were correctly attached to the disposable set. There was no clotting observed in the channel or associated lines. No medical intervention was administered to the patient. No custom prime was performed. The customer indicated the patient also had covid and was described as being 'too far gone'. Despite several additional follow up attempts to get further clarification on the cause of patient death, the customer declined to respond. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf and associated aim images does not show a clear root cause for the reported occurrence of red tinged plasma in the remove line/bag suspected of hemolysis. In tpe the rbc detector is actively monitoring the color of the plasma line exiting the centrifuge to identify possible cell spillover or darker than expected plasma. If the fluid in the plasma line is detected to be darker than expected, an alarm is raised. In this case the plasma darkness was enough to raise the alarm ¿cells were detected in plasma line from centrifuge¿. The operator disabled the rbc detector after the occurrence of this alarm in order to continue the procedure without the recurrence of this alarm. Analysis of the rdf is not able to confirm the occurrence of hemolysis during this procedure. Early in the procedure, the cell interface remained low in the channel connector raising the alarm ¿aim system could not raise interface to correct position¿. This alarm is raised when the aim system detects the cell separation interface remains too low in the channel connector for 120 seconds. This may be caused if the patient hematocrit entered was too high, if the channel was not correctly loaded, or if the saline lines were not completely closed. To respond to this alarm, the operator should ensure the saline roller clamps at the inlet and return line are completely closed. In addition, the operator should look through the viewport to see the position of the rbc interface. If the interface is too low, the operator should consider decreasing the hct by 3% up to three times for a maximum decrease of 9% to raise the interface. In addition, the operator should consider checking that the centrifuge channel is correctly loaded by touching the stop button and waiting to open the centrifuge until it comes to a complete stop and the centrifuge unlock click sound is heard. Dlog analysis shows this alarm occurred 2x during this procedure. The operator did lower the patient hct by 3% at roughly 66 minutes into the procedure, following the second occurrence of this alarm. Review of the run data file showed the system to be operating as intended with the proper alarms raised. Terumo bct medical safety concluded that based on the limited clinical and investigation findings of this report, the spectra optia device and tubing set performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors that contributed to or caused the death of the patient. Clinical support followed up with the customer with questions about the suspected hemolysis during the procedure and was informed by the customer that the patient died several days later. The customer indicated the patient also had covid and was described as being 'too far gone'. The customer did verify the patient death occurred within 72 hours of patient treatment on the optia device. Despite several additional follow up attempts to get further clarification on the cause of patient death, the customer declined to respond. A device service check was made following this incident, the device autotests were successfully performed, indicating the device was functioning correctly. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for the patient death could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient pre-existing condition * unknown event that occurred to the patient that led to death

Event description:
Per follow up with the customer, the customer reported a patient death. Patient information is not available at this time. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf and associated aim images does not show a clear root cause for the reported occurrence of red tinged plasma in the remove line/bag suspected of hemolysis. In tpe the rbc detector is actively monitoring the color of the plasma line exiting the centrifuge to identify possible cell spillover or darker than expected plasma. If the fluid in the plasma line is detected to be darker than expected, an alarm is raised. In this case the plasma darkness was enough to raise the alarm ¿cells were detected in plasma line from centrifuge¿. The operator disabled the rbc detector after the occurrence of this alarm in order to continue the procedure without the recurrence of this alarm. Analysis of the rdf is not able to confirm the occurrence of hemolysis during this procedure. Early in the procedure, the cell interface remained low in the channel connector raising the alarm ¿aim system could not raise interface to correct position¿. This alarm is raised when the aim system detects the cell separation interface remains too low in the channel connector for 120 seconds. This may be caused if the patient hematocrit entered was too high, if the channel was not correctly loaded, or if the saline lines were not completely closed. To respond to this alarm, the operator should ensure the saline roller clamps at the inlet and return line are completely closed. In addition, the operator should look through the viewpoint to see the position of the rbc interface. If the interface is too low, the operator should consider decreasing the hct by 3% up to three times for a maximum decrease of 9% to raise the interface. In addition, the operator should consider checking that the centrifuge channel is correctly loaded by touching the stop button and waiting to open the centrifuge until it comes to a complete stop and the centrifuge unlock click sound is heard. Log analysis shows this alarm occurred 2x during this procedure. The operator did lower the patient hct by 3% at roughly 66 minutes into the procedure, following the second occurrence of this alarm. Review of the run data file showed the system to be operating as intended with the proper alarms raised. Medical safety concluded that based on the limited clinical and investigation findings of this report, the spectra optia device and tubing set performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors that contributed to or caused the death of the patient in this report. The customer confirmed that hemolysis was seen at the beginning of the procedure in the channel connector and waste bag. Acd-a and ns (normal saline) were correctly attached to the disposable set. There was no clotting observed in the channel or associated lines. No medical intervention was administered to the patient. No custom prime was performed. Clinical support followed up with the customer with questions about the suspected hemolysis during the procedure and was informed by the customer that the patient died several days later. The customer indicated the patient also had covid and was described as being 'too far gone'. The customer did verify the patient death occurred within 72 hours of patient treatment on the optia device. Despite several additional follow up attempts to get further clarification on the cause of patient death, the customer declined to respond. A device service check was made following this incident, the device auto tests were successfully performed, indicating the device was functioning correctly. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
Per follow up with the customer, the customer reported a patient death. Patient information is not available at this time. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The collection set is not available for return because it was discarded by the customer.